Manufacturer narrative:
Report source: (B)(6). (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir was alarming when the cassette was attached and priming. It was reported the field engineer tested the pumps with a test cassette and no issues occurred.

Event description:
Additional information received on 11-feb-2022: patient details updated, confirmation of product return. Additional information received on 23-feb-2022: customer is reporting and returning one extra cassette and a extension set related to the issue.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found that the sample received did not present any damaged, kink, cut or occlusions. Functional testing found sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated. Sample tested passed the test. The delivery rate was -3.42%. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Complaint is not confirmed .